Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that they experienced high blood glucose. The customer blood glucose level was 416 mg/dl and 344 mg/dl. Customer treated with insulin pump. The customer said its showing under bolus history he had 10.6 bolus for his bg 344 and 60 carbs but he was not connected to the pump that time and the insulin just came out all the way from the tubing and now he wanted to give himself a bolus and he is now connected. The insulin pump will not be returned for analysis.